Event description:
It was reported that insulin was not being delivered from the infusion set tubing. Customer's blood glucose (bg) level was 589-598 mg/dl. Customer administered a manual injection to address bg. Reportedly, the customer loaded cold insulin into the cartridge. Customer continued to use the pump and has back up manual injections for continued insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s instructions for use: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Manufacturer narrative:
The failure investigation has been completed and the alleged high blood glucose issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged cartridge issue could not be verified.